Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, non-sustained rv oversensing was triggered by ventricular events (ves). This would not lead to any patient problems as the device was recording incorrectly. The patient was stable and will continue to be monitored.